Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9616680-2011-00133.

Event description:
The implant surgeon at the clinic, reported that the pt underwent a revision surgery for "an allergy to cobalt chrome on the femoral abg modular prosthesis" was confirmed by an anatomo-pathological analysis. It was also reported that the femoral stem was changed for a total ha titanium prosthesis.